Event description:
This emdr is being submitted for one out of ten wafers with unknown lot number. End user had sores under the mass and tape collar since (B)(6) 2023 she has had a 32mm (millimeter) diameter x 6mm deep open area to the upper right of the stoma, tissue white with greenish/yellow drainage with some blood, unable to provide amount. The consumer also reported that recently he had developed three small superficial sores surrounded by red skin, to the left and above stoma. The end user also stated that these had scabs which came off when wafer was removed. She had cleaned her skin with two other products and applied company's paste around the stoma then the wafer and pouch were applied. The end user reported wear time of two days. She did call her gastrointestinal (gi) doctor, who felt that the sores were infected, and had prescribed medication called amoxicillin which was started from (B)(6) 2023 by end user. She might need to see the surgeon regarding the parastomal hernia which increase in size and wore a hernia belt. No photograph was available at this time.

Manufacturer narrative:
A2: age at the time of event - 68 years. The event is considered as misuse. End user was using convex product which is contraindicated for patients with hernia. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 9618003.